Manufacturer narrative:
Attempts to obtain additional information are being performed. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, an unknown certas valve had unexpected setting changes after MRI. The valve has been reset by the physician and there was no report of harm or delay.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.